Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow up with the clinic determined that the lead was explanted and replaced due to an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the proximal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.